Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The pump was returned assembled with the pump cable severed approximately 13.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The apical cuff was returned unsecured. The sealed outflow graft and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and retrieved lvad (left ventricular assist device) log files from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists stroke, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Additionally, section 6 lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The stroke was identified to be an ischemic/embolic stroke and there were no patient condition or anticoagulation status that may have contributed. An air embolism was not confirmed and there was no air leakage through the pump confirmed.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was noted to have not been waking up appropriately after sedation was stopped. A head computed tomography demonstrated extensive cerebral edema/stroke and thrombosis of the carotid arteries. Log files were sent for review. Log files analysis did not indicate any change in rotor position, so it was assumed that no thrombus or other particle had passed through the pump. The patient had a neurology exam. There was no treatment, it was just a diagnosis. The patient passed away on (B)(6) 2024 due to brain edema from the extensive perioperative stroke. There were no conclusions yet for the cause of the stroke but one possibility that was being considered, which was considered to be pump related, was air leakage into the heart through the pump. The device was noted to have operated as expected.